Event description:
It was reported that a (B)(6) caucasian female who had 275cc mentor memorygel breast implants placed experienced unexplained systemic symptoms post procedure. The patient has a shooting pain in her right breast, and it looked lop sided. Additionally, the patient was experiencing tiredness and felt nostalgic. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2022-04520 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on (B)(6) 2022 mentor became aware that the manufacturing record evaluation (mre) statement placed in h10 of the initial report submitted on that same date was incorrect. The correct statement is as follows: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.